Event description:
A user facility reported that when an lma-proseal size 4 was inflated, the cuff was found to be uneven. The physician could not maintain a good seal, so the lma was removed and replaced with another lma airway. There was no patient injury or problem. The user facility returned the device for evaluation. No further information is expected.